Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying an "apply sample" message after applying the blood sample to the test strip. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient/reporter claimed the issue began on (B)(6) 2012 at approximately 11am in the morning. The patient informed the mss that on the morning of (B)(6), she woke up sweating. She attempted to check her blood glucose on the subject device when the alleged issue occurred. The patient stated she manages her diabetes with an unknown type and dose of insulin and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She reported that the emergency medical services (ems) were called and when they arrived (a little after 11am) she was tested using the emt's meter and reported a value of "25mg/dl." She was taken immediately to the hospital where she was treated with glucose tablets. The patient's blood glucose was tested in the afternoon using a hospital meter (brand unknown) and she reported a value of "120 mg/dl." The patient was released from the hospital the next day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used and the sample did draw into the test strip. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia that required medical intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.